Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had chronic bad pain. She had a lot of back surgeries, and therefore, she could not really tell where the pain started and where it stopped. The pain was in the right buttock area and it was extremely horrible. The patient started feeling a harsh, hard pain on (B)(6) 2016 when she went to see the doctor. The healthcare professional (hcp) looked at the patient and said everything looked good. The patient had a fall prior to that on (B)(6) 2016. The patient had forgotten to tell the hcp about the fall. The patient had fallen on her tail end on the concrete floor. The patient did tell her medical doctor about the fall. She also called the pain management and asked them to x-ray her and device but she did not hear back from them yet. The patient used the patient programmer (pp) today, (B)(6) 2016, and noticed the amplitude was at 9. The patient thought the fall made the amplitude go up to 9. The patient turned it down and called the nurse. The nurse told her if it was at 9 the patient needed to turn the device off for a couple of days for it to reconstruct itself. On the call the patient connected to the pp, which showed she was at 0.3v on program 3 and the implantable neurostimulator (ins) was on. The patient was assisted in turning the ins off. The patient mentioned the device had worked great for her symptoms. She did not notice any change in therapy after the fall. The only thing she noticed was the numbness on the right part of her leg, like a tingling, from the right buttocks where it was hurting. The patient thought it was probably just from the wall. The change in therapy/symptoms was considered sudden.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.